Event description:
As reported through a european journal article " cardiac arrest as an uncommon manifestation of late type a aortic dissection associated with transcatheter aortic valve replacement", a case of a 76-year-old male, with an uncomplicated transfemoral tavr with a 29mm sapien 3 self-expanding valve procedure for combined degeneration aortic native valve disease. The patient experienced refractory in-hospital cardiac arrest with non-shockable rhythm due to the obstruction of coronary flow caused by aortic dissection type a, with entry directly adjacent to the aortic prosthesis according to autopsy. An aortic dissection developed one year after a transfemoral tavr procedure, a clear intimal flap involving the entire length of the thoracic aorta was detected. The patient died despite the engagement of extracorporeal cardiopulmonary resuscitation.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Other potential contributing factors are unknown as limited clinical information was provided in the article. However, patient factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text: no devices to be returned.